Manufacturer narrative:
Additional information: h3, h6, h11. H11: the device was received for evaluation. During evaluation, the reported problem of 'an inaccurate flow rate' was reproduced. Evaluation had the flowline run a flow test and the device was out of specification. A review of the event history log (ehl) revealed infusions at recommended parameters. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the mechanism assembly failure. The mechanism assembly requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had an inaccurate flow rate during testing in the biomedical service department. There was no patient involvement. No additional information is available.